Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 15-oct-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of (B)(6) 2024 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000. Dailytotalofallinsulindelivered: 7500 (0.75 u). Dailytotalofbasalinsulindelivered: 7500 (0.75 u). Dailytotalofbolusinsulindelivered: 0 (0 u) in further full review of the pump history/traces on the (primary) event date of 09-oct-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the (primary) event date of 09-oct-2024 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000. Dailytotalofallinsulindelivered: 328750 (32.875 u). Dailytotalofbasalinsulindelivered: 208750 (20.875 u). Dailytotalofbolusinsulindelivered: 120000 (12 u). (B)(6) 2024 06:24:16.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 58000 (5.8 u), bolusamountdelivered: 58000 (5.8 u). (B)(6) 2024 17:18:11.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 42000 (4.2 u), bolusamountdelivered: 42000 (4.2 u). (B)(6) 2024 17:48:23.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 20000 (2 u), bolusamountdelivered: 20000 (2 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the (primary) event date 09-oct-2024 and event date of 15-oct-2024 in the formatted history file. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days or charge/battery lasts less than expected per the pump history records. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.87 mv). The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for charge/battery lasts less than expected was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, charge/battery lasts less than expected. The customer reported blood glucose value of 419 mg/dl. The customer reported hyperglycemia, hyperglycemia, elevated ketones/diabetic ketoacidosis, elevated ketones/diabetic ketoacidosis, loss of consciousness, nausea, malaise, headache, fatigue, polydipsia treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. The event involved product(s) mmt-381a, mmt-1880, mmt-332a. Troubleshooting was performed. Customer was using insulin pump within 48 hours of reported high blood glucose event. No further patient complications were reported. It was unknown whether customer will continue/discontinue the use of product. No product return is required for mmt-381a. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.